Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30oct2019.

Event description:
The customer reported a touchscreen fault. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 05 november 2019. Date of this report: 15 november 2019. The manufacturer¿s international service technician evaluated the ventilator. The service technician replaced the touchscreen and the problem was resolved. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation. Therefore, the root cause at the component level could not be determined.